Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received which indicated that the vns generator was discarded. An attempt was made for product information was unsuccessful since a patient consent is needed for the release of the information.

Event description:
It was reported that during system diagnostics high lead impedance was noted by the physician and the vns generator was at neos (near end of service). The patient underwent surgery on (B)(6) 2013 and a lead break was noted. The patient's vns generator and lead were replaced. Attempts to return the explanted products have been unsuccessful to date. Attempts to contact the physician have been unsuccessful to date.